Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease opening and wear abrasion. Based on the device analysis the final assessment was one sharp crease opening in the radius side assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported "double capsule." Device has been explanted.